Event description:
Infusion pump infused a 250ml bag of sodium phosphate in 2 hours or less. The bag should have run in over 6 hours. All settings on the pump were checked for accuracy, and there were no errors. All clamps were open. I did backprime saline into the empty phosphorus bag and ran the pump again to see how fast it was running. It appears that the pump was infusing the IV at a faster rate than it should have been. The patient suffered no harm. There was no change in vital signs, heart rhythm, etc.